Event description:
It was reported the patient was treated with one pipeline and experienced ophthalmoplegia post procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient. (B)(4).